Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ureteroscopy, the wireless footswitch was not pairing with the tfl-pls soltive laser system. The user was advised to change the batteries and move cell phones away from the foot pedal while attempting to pair it. The staff was calling another department for batteries. While waiting for the batteries, the user was advised to put the old batteries back in the footswitch, turn it upside down and press the pairing button for 3-6 seconds while holding the footswitch still. The footswitch would not pair. The staff put the footswitch upside down on a solid surface and pressed the pairing button. The footswitch paired. The procedure was completed with the same device. There was no report of patient harm.